Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient and son said the ins is no longer working (the call center noted the patient is elderly and confused). At the time of the call, it is unknown if the ins has depleted or if the therapy did not work for the patient. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that the patient was educated and their device was reprogrammed. No further complications have been reported as a result of this event